Manufacturer narrative:
Photo analysis: some photos have been received from the field, showing two in.pact pacific devices, both with a balloon twist. Image review has been added as supportive document. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of 2 in.pact pacific drug-eluting pta balloons with a non-medtronic 6f sheath, non-medtronic 0.014¿ guidewire and a non-medtronic inflation device for the treatment of a calcified lesion in the left sfa. 1:3 contrast media imoron 300: nacl inflation fluid used. No damage noted to packaging or when removing device. IFU was followed. Device did not pass through a previously deployed stent nor was any resistance encountered when advancing the device. Pre-dilation was performed with a 2.5 mm diameter balloon catheter, the pta was first performed with a 4 mm diameter and 100 mm long scoring balloon catheter. Afterwards, the entire section was already completely re-channelled. In particular, the proximal and distal part still showed moderate residual stenosis and short-stretched intimate lesions. In addition, post-dilation was performed with two 5 mm long in.pact pacific devices. It was reported that during the procedure at a pressure of 2atm inflation difficulties were experienced. Procedure ended following inflation with balloons. Please note that in.pact pacific is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral. This event is being reported as a malfunction because of the similar device requirement in section 803.

Manufacturer narrative:
Additional information: relevant history. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A cd was returned with the device. Dicom images of the procedure were analyzed: it was possible to see an inflated balloon with a change in profile and then another balloon, correctly inflated. Evaluation summary: a visual and a tactile inspection was carried out on the returned device: a twist has been found on the balloon at 54 mm from the tip; a kink was found at 13cm from the tip. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: wrinkles and a change in profile were noted in correspondence to the twist - 7 bars: the change in profile is still visible - 14 bars and the signs of twist on the balloon were no longer visible (no change in profile, no wrinkles). After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.